Event description:
There was increased monitoring. During a laparoscopic procedure, the physician attempted to use the grasper forceps by opening the tip with the handle, tip broke at the hinge (jaw). The tip remained intact. There was no adverse patient injury or consequences to the patient.